Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), muscle spasms ("cramping"), fatigue ("fatigue") and headache ("headache"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, muscle spasms, fatigue and headache outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache and muscle spasms to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), muscle spasms ("cramping"), fatigue ("fatigue") and headache ("headache"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, muscle spasms, fatigue and headache outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache and muscle spasms to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and uterine perforation ('essure perforation on the left side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, pelvic pain, adnexal mass, uterine fibroid, ovarian cyst, menorrhagia, adenomyosis, hyperplasia and cervicitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), muscle spasms ("cramping"), fatigue ("fatigue") and headache ("headache"). The patient was treated with surgery (hysterectomy and total laparoscopic hysterectomy,bilateral salpingectomy, left ovarian cystectomy with cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, muscle spasms, fatigue and headache outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache, muscle spasms and uterine perforation to be related to essure. The reporter commented: discrepancy noted : essure removal date as per mr is (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: mr received: event uterine perforation added. Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.